Manufacturer narrative:
It was reported that the patient was experiencing multiple critical battery alarms. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed as the device performed as expected and log files were not available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine visit that the patient had experienced several ¿critical battery¿ alarms in the past. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.